Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/53 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: acute outflow graft occlusion¿a novel predictable complication of lysis therapy for the treatment of left ventricular assist device intra-pump thrombosis. American society for artificial internal organs asaio journal. 2023; 1-8. Doi: 10.1097/mat.0000000000001971. Other devices involved in this event: d1: heartware ventricular assist system ¿ outflow graft d4: unk / unknown/ model #: unk/ expiration date: unk. UDI #: asku, d10: no, h4: mfg date: unk, h5: yes, h6: patient code(s): c50675 h6: device code(s): c62897. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding acute outflow graft occlusion after lysis therapy for intra-pump thrombosis. The authors described patients who experienced intra-pump thrombosis and were treated with ventricular assist device (vad) exchanges or hospitalized with recombinant tissue-type plasminogen activator (rtpa) lysis therapy. Intra-pump thrombosis was diagnosed with increased power, elevated hemolysis, or the presence of a third harmonic sound. Post lysis therapy, some patients developed outflow graft occlusions (ogo) which were defined by low flow alarms with an abrupt drop in vad flows and occurred within 24 hours of the lysis therapy. All patients who developed ogo were asymptomatic, and had stenting of the graft performed successfully, which led to prompt recovery of vad flow. There were patient deaths within 30 days of the admission for lysis therapy; the causes of death were intracranial bleeding, ischemic stroke, septic shock, and refractory intra-pump thrombosis. The status of the devices is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.